Event description:
It was reported that during a lap cholecystectomy, a column-shaped (3mm high x 1.5 mm wide) rubbery piece fell out when the surgeon received the trocar, the inner sleeve and the outer sleeve were united each other, by a nurse before inserting the device into the patient. The color of the piece is gray. The trocar was checked carefully at that time and after the operation, but no damages were found on the device. No fragments fell into the patient. The complaint device was continued to be used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep checked the device with the surgeons. It was considered that the piece might be a part of the other device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected. Upon evaluation of the device, no missing pieces were observed. In addition, no fragments were returned with the device. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.